Event description:
It was reported that during a non-device related surgery check, the patient received multiple inappropriate shocks. The physician was not aware that the patient was implanted with a defibrillator so a magnet was not used. An alert for charge time limit reached was observed. Following the procedure, an in-clinic capacitor maintenance was performed and the device was found to have normal charge time. The patient was stable and will continue to be monitored.